Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma and anxiety about having implants. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "deformity" described as implant "looks horrible," ¿liquid accumulation¿ and pain. Patient also reported experiencing "issues with the implants and the current news about the potential of the implants causing cancer" caused "physiological consequences of having the implants removed/pain and suffering¿.the device remains implanted.